Manufacturer narrative:
The MFR is attempting to acquire the device for further evaluation. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that a lvad pump exchange took place due to the pt experiencing hemolysis. It was noted that before the explant procedure, the pump settings were as follows: 7 lpm, 9600 rpm's, pi 5-6s, power 8-10 range. The arterial line showed the aortic valve was opening with every beat and on echo the left ventricular was full and dilated. Once inside the chest, the surgeon removed the pump and left the inflow conduit and the outflow graft and assessed for clot or obstruction. There appeared to be none. The new pump was placed. The surgeon de-aired the pump and turned it on. The lvad settings were noted at 5.5 lpm, 9400 rpm's. Pi 3.4, power 6 watts and the aortic valve was opening every 3-4 beats. The surgeon stated that the left ventricular was now unloading.